Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fourteen (14) flexicap¿s were damaged. This issue was observed before use with patient involvement. The box that contained the flexicap¿s had a minor ¿crush¿ (damage) on one side. There was no patient injury or medical intervention associated with this event. No additional information is available.